Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy. The cause of death was not reported. The patient was hospitalized prior to the event of the death for an unspecified reason. The patient was reported to be performing manual peritoneal dialysis (pd) therapy using twin bags. It was not reported if the patient was performing pd therapy at the time of death or if the patient was discharged from the hospital prior to death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.